Manufacturer narrative:
Philips service replaced the ad7(nt) longitudinal potmeter assy and sam.speed contr. Bolus ch, calibrated movement, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geography movements were unavailable due to a speed controller error on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.